Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-04-29. H6:investigation summary: one (1) bupivacaine and one (1) lidocaine sample were returned in the original tray. Both samples returned were empty broken vials. The investigation was not able to identify or confirm any contribution to the reported failure mode related to manufacturing. Per an inspection of the retain samples for these vendor lots, the color and overall appearance are acceptable for drug part#: 8301694 and #: 161-10001. All indicators suggest product 400866 contained a drug with acceptable potency. In addition, the stability program tests one sample of bupivacaine on a yearly basis. The bupivacaine potency result met acceptance criteria and the assay results were all within the specification range of 6.98-8.03 mg/ml. Since no probable root cause was identified for this failure mode, the investigation was not able to identify any actions for this complaint.

Event description:
It was reported that the 25gx3.5in whit 5ml glaspak bupi clear experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: failed spinal - spinal did not fully set up after 20+ minutes. No complications noted with spinal, patient did report feeling some warmth in his legs and tingling in toes, but that is it. Converted to general anesthesia. The procedure was carried out with no complications. What was the original intended procedure? Transperineal insertion of two mick stainless steel anchoring needles obliquely through prostate transperineal insertion of palladium-103 radioactive seeds into the prostate what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) . The date of this event was on (B)(6) 2020.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 25g x 3.5in whit 5ml glaspak bupi clear experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: failed spinal - spinal did not fully set up after 20+ minutes. No complications noted with spinal, patient did report feeling some warmth in his legs and tingling in toes, but that is it. Converted to general anesthesia. The procedure was carried out with no complications. What was the original intended procedure? Transperineal insertion of two mick stainless steel anchoring needles obliquely through prostate transperineal insertion of palladium-103 radioactive seeds into the prostate. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working). The date of this event was (B)(6).